Event description:
The customer reported secondary chemotherapy infusions are taking too long to infuse. Unk pump alarms are also occurring to contribute to this problem. A spiros closed system is used with six connections between the bag spike and the upper port on the primary administration set. There was no report of pt harm. Medical intervention was not required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that chemo infusions are taking too long to infuse. The pump modules were not sequestered and the infusion sets were discarded.